Event description:
Caller tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 2.67 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Reporter alleged obtaining a result of 195 mg/dl on compact plus system 1 compared back to back with a result of 100 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).